Event description:
The technician reported that the nurse call was not functioning. The bed was located in the bed ship at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the cause was the nurse call feature not being enabled, installation error. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician enabled the nurse call feature to resolve the issue. Based on this information, no further action is required.